Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer experienced a blood glucose (bg) level of 529 mg/dl. Reportedly, a correction injection was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.